Event description:
It was reported that a cardiomems (cmems) patient who also had a left ventricular assist device (lvad) had been experiencing ongoing heartmate 3 ¿spin downs¿ and low cmems readings at bedside with dizziness. A right heart catheterization sensor check was performed on (B)(6) 2026, but the site was unable to get a sensor lock with hs. This was suspected to be possibly due to electromagnetic interference (emi). Technical heart failure specialist (thfs) noted that all recent readings appeared to be physiological and clinically plausible. Thfs also noted that there was a significant change in the patient's heart rate over time, this was thought to mean that the pulse mean ratio had also changed. Pulse mean analysis was however showing measured mean pressures within the expected threshold, which was currently averaging within 3-4 mmhg of estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.